Manufacturer narrative:
Evaluation summary: analysis of the device revealed normal battery depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the device was dead and could not be interrogated. It was also reported that the patient had received shocks from their device in the past. Follow-up was attempted with the patient's former and current electrophysiologists; however, no additional information could be obtained indicating whether the shocks were appropriate or inappropriate. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.